Event description:
The customer was hospitalized with dka. Troubleshooting concluded the pump was working properly. Technician discussed other possible causes and instructed customer to change infusion set.